Event description:
A therapeutic hydrothermal ablation procedure was performed in 2007, with a boston scientific representative present. The ablation procedure was thought to be successful at that time. The physician notified our boston scientific rep stating that during a follow up visit, a third degree cervical burn was noted. Several attempts were made to gather additional details of this event from the physician, unfortunately with no prevail.

Manufacturer narrative:
The device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. A shipment history for this customer was performed and found that there were three different lot numbers shipped to this customer over the last six months. There have been no complaints reported for any of these lots (31796, 31544, and 31540). The latest 15-month hta procedure set complaint trend report, inclusive of all failure modes, was reviewed; an unfavorable trend was noted. The 2007 data points has exceeded its complaint alert limit; a CAPA has been initiated to further investigate this issue.